Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the us. The device involved in this MDR report is not approved in the us; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.

Event description:
The subject demo device was interrogated in its box by the subsidiary on (B)(4) 2012. Reportedly, a known programmer software issue (atp settings are changed when "first interrogation" in the pre-programmed modes is clicked) has been corrected for paradym ICD models, but is still observed with this paradym 2 ICD upon interrogation with 2.36j software version. The customer requests a correction for paradym 2 devices.